Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("maternal care for interuterine death") and experienced abortion spontaneous ("maternal care for interuterine death"), abnormal loss of weight ("abnormal weight loss") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (essure removal, repair procedures on the oviduct/ovary). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, abortion spontaneous, abnormal loss of weight and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal loss of weight, abortion spontaneous, medical device removal, pregnancy with contraceptive device and weight fluctuation to be related to essure. The reporter commented: patient underwent catheterization hysterosalpingography, endometrial biopsy, repair procedures on the oviduct/ovary, female infertitility/essure removal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("maternal care for interuterine death") and experienced abortion spontaneous ("maternal care for interuterine death"), abnormal loss of weight ("abnormal weight loss") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (essure removal, repair procedures on the oviduct/ovary). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, abortion spontaneous, abnormal loss of weight and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal loss of weight, abortion spontaneous, medical device removal, pregnancy with contraceptive device and weight fluctuation to be related to essure. The reporter commented: patient underwent catheterization hysterosalpingography, endometrial biopsy.; repair procedures on the oviduct/ovary; female infertitility/essure removal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.